Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that a few minutes after the measurements, the screen of the system started to flicker for 4 patients. After the intraocular lens (iol) implant surgery, these patients had 1 to 3 diopters of residual myopia. Additional information has been requested but not received to date.